Event description:
It was reported that patient's lead was explanted and replaced on (B)(6) 2025 for an unknown reason. It is unknown which lead was impacted.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000077778.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the patient's lead exhibited high impedances and patient was unable to place the system into MRI mode.